Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "analysis of the returned device identified: underweight, missing shell (50-75%) and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: -sharp broken on radius assessed as an unidentified (tear) opening. -missing shell assessed as inconclusive." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported, left-side exchange from textured to smooth due to concern with the product. Later, patient's husband reported on behalf of the patient, left-side rupture identified upon explant surgery. The device has been explanted and replaced with non-allergan devices.